Manufacturer narrative:
If explanted; give date: n/a (not applicable). The intraocular lens remains implanted. Initial reporter's phone: (B)(6). Device evaluation: the lens remains implanted; therefore, it was not returned for investigation. The reported complaint was not verified. Manufacturing records review: the manufacturing record review and complaint history review could not be performed because the serial number of the complaint product is unknown. Labeling review: the directions for use (dfu) were reviewed. The dfu provide the customer with proper usage instructions and guidelines. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that after following implantation of the intraocular lens (iol), a small part (approximately 2mm x 0.2mm) was observed to be missing from the edge of the iol. The missing part was laying at the side of the iol, in the bag. The surgeon managed to remove the small part from the eye and has left the iol implanted. No injury was reported. No additional information was provided to johnson & johnson surgical vision, inc.

Manufacturer narrative:
Through follow up the gender and age of the patient was provided along with the serial number of the device. Therefore the following sections have been updated: (B)(6), female. Catalog #: zcb0000190, serial #: (B)(4), device expiration date: 09/27/2019, UDI#: (B)(4). Device manufacture date: 09/27/2016. In addition to the serial number it was learned there were no damage or influence on vision. The doctor will diagnose/investigate the patient again within 2 weeks. There was no patient injury and no secondary intervention was required nor is planned. Manufacturing record review: manufacturing record review of the production order and related document revealed that the product was manufactured and released according to specification. There was no discrepancy found during the review. A search revealed that no additional complaints were received from this production order. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.